Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. During the call on (B)(6) 2017, the customer stated she was feeling shaky and had blurry vision. Customer declined medical attention was needed at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 223 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. At follow-up call on (B)(6) 2017, the customer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of lo and 40 mg/dl. The customer's expected fasting blood glucose test result is 140 mg/dl. During the call on (B)(6) 2017, the customer still reported having blurry vision; customer stated no medical intervention was needed since the last call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 243 mg/dl using truemetrix meter. During the call on (B)(6) 2017, the meter memory was reviewed for previous test result history: lo - (B)(6) 2017- 8:12am- fasting; lo- (B)(6) 2017- 5:57am- fasting; 40mg/dl- (B)(6) 2017 5:51am-fasting; 223mg/dl - (B)(6) 2017-11:44am-fasting; 217mg/dl - (B)(6) 2017-7:31am- fasting.